Manufacturer narrative:
Init reporter sent to FDA - changed from ni to yes. (B)(4).

Event description:
It was further reported on medwatch report#(B)(4) that during the procedure the jetstream catheter started to overheat. The physician immediately stopped the use of the device and removed it from the patient and the sterile field. No patient injury occurred.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. Visual and tactile analysis noticed that the shaft was accordioned and had a burst outer infusion sheath. Analysis on the shaft has determined that the device was pushed with extreme force to cause the device to accordion. When this happens the infusion sheath becomes occluded and causes the fluid to back up; eventually, the outer sheath will rupture as in this case with the shaft of this device. The inner shaft could not be inspected for size due to the guidewire being stuck inside the catheter. Dissection of the catheter tip and the catheter shaft revealed that the teflon on the guide wire had scrapped off during the procedure and occluded the guidewire bushing causing the guidewire to stick inside. Visual inspection also showed that the distal cutter scrapped the teflon off of the wire which also contributed to the guidewire stick. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter outer shaft burst and got stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream catheter was selected and used with a non bsc guidewire. During the procedure, the catheter got stuck on the guidewire and then a portion of the catheter that was outside the body, close to the sheath, where the physician was holding it, the shaft burst. Estimated around 55cm from the tip of the catheter. The physician just withdrew everything and continued doing the intervention with another device. No reported complications the patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter outer shaft burst and got stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream catheter was selected and used with a non bsc guidewire. During the procedure, the catheter got stuck on the guidewire and then a portion of the catheter that was outside the body, close to the sheath, where the physician was holding it, the shaft burst. Estimated around 55cm from the tip of the catheter. The physician just withdrew everything and continued doing the intervention with another device. No reported complications the patient was doing fine post procedure.